Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant (ioss413) was removed due to infection at tooth location 6. Doctor decided to remove the implant as patient had a previous condition prior to the implant placement. Pain was also reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® certain® implant (ioss413) was returned for investigation. Visual evaluation of the as returned products identified signs of wear (damage) and bone residue around the external threads and platform of the implant, possibly due to removal procedure. DHR review for the lot (2018040665) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Complaint history review was performed for the reported lot (2018040665) for similar event and one other complaint was found. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, implant signs of wear (damage) was identified possibly due to removal process. However, infection could not be verified as the exact details of event and patient anatomical conditions were nonverifiable. No further investigation or immediate CAPA, hhe, d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.